Event description:
A malfunction on a pump was reported by a caller who indicated they were not the owner of the device and did not know the owner. The caller mentioned being involved in missionary work and provided a malfunction code during the call. There was no reported adverse impact to the customer. Technical support did not assist the caller, and the call was concluded without further action.